Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheters were used in the common bile duct during a digital cholangioscopy using spyglass procedure performed on (B)(6) 2021. During preparation, when the nurse plugged the spyscope ds ii catheter into the controller, there was no image displayed on the screen. The nurse unplugged the spyscope catheter and plugged back into the controller; however, the result was the same. A second spyscope ds ii was opened and plugged into the controller, the same problem occurred. The procedure was not completed due to same device unavailable. There were no patient complications reported as a result of this event.